Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the patient's stimulation had been turning off unexpectedly and the patient was unable to communicate with the ins and was unable to turn it on until the patient began charging. The patient reported in a journal that on (B)(6) 2017 the ins was fully charged at 7pm, and shut off at 8:45. When the patient attempted to turn the ins on the error message "no device found" was seen on the patient programmer. The patient was able to turn the ins on after setting it up to charge. On (B)(6) 2017 the ins battery was at 60% at 8:20, and at 8:50 turned off while the patient watched tv. The patient had to begin charging to turn it on. The patient programmer was at 100% and the ins at 60%. The patient charged at 8:00 pm and the ins turned off at 8:30 and would not turn on until charging was started. On (B)(6) 2017 the ins turned off at 10:30 am and would not turn back on until charging was resumed. The patient programmer was at 90% and the ins at 60%. On (B)(6) 2017 the patient woke at 7:am in lots of pain and the ins was off. The patient was unable to begin charging. The patient saw a "system problem" error message, and was told to contact the manufacturer. At 7:30 the patient was able to begin charging. The patient programmer was at 40% and the ins at 90%. At 10:40 am the ins turned off again, the patient programmer was at 40% and the battery at 90%. Additional information received via a manufacturer's representative (rep) stated that the patient still had bandages over the ins pocket wound and it was thought that this may affect telemetry. The patient would be having the bandages removed the next day. Additional information received from a manufacturer's representative (rep) stated that the rep met with the patient and removed and replaced the batteries in the patient programmer, and since then the patient has not reported any further issues. There were no reported complications and no further complications were expected. Patient was implanted for non-malignant pain.